Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks. The patient underwent a partial colon resection, followed by unknown infection one week post surgery. It was also noted that the patient had a chest CT scan one week prior to receiving the shocks. Device interrogation revealed undersensing. Lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 11.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes that the remainder of the lead was explanted. The patient was discharged with a lifevest until a new system is implanted.